Manufacturer narrative:
The reported events of noise, insulation damage and lead twisted were confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination found external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to the device can. All other damages were sustained during the procedure.

Event description:
It was reported that the patient presented in clinic. During interrogation, it was discovered that the right ventricular (rv) lead was exhibiting noise. The physician noted that the rv lead had an insulation anomaly and was twisted. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.